Manufacturer narrative:
A patient experiencing ipg moving in pocket was reported to abbott. The patient lost a significant amount of weight and noticed the ipg moving in the pocket and the site was sore. The ipg was explanted and replaced to address the issue. Therapy is restored. The results of the investigation are inconclusive as the device was not returned for evaluation. Based on the information received, a single definitive root cause for the issue encountered was unable to be conclusively determined.

Event description:
It was reported that the patient's ipg was moving in the pocket and the patient was experiencing soreness at the ipg site. Patient had reportedly lost 70lbs. Surgical intervention was undertaken on (B)(6) 2023 wherein the patient's ipg was explanted and replaced to address the issue. Therapy was restored post operatively.

Manufacturer narrative:
Event date is estimated.